Event description:
On (B)(6) 2019, the customer reported that the ort200 table will not lock down in the rotational position. The issue was observed during daily qa testing and there was no patient involvement.

Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue. The cse observed that the rotational lock assembly was not working properly as it prevented the table from locking in the rotational function. The cse replaced the rotational lock assembly and tested the table to verify proper function. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.